Event description:
Correction from previous report: the surgeon was able to perform the cataract surgery. The retinal surgery (epiretinal membrane peeling) which was planned initially to occur at the same time as the cataract surgery was postponed.

Manufacturer narrative:
Correction to event description. Correction to manufacture date. Visual inspection found the assembly dirty with fluid in the lines. The assembly has two large kinks, greater than 50% in the air line near the "y" section. This assembly cannot function properly in this condition. The root cause for the event is the kinked tube, however, the source of the kinks cannot be determined. The tube may have been kinked from the manufacturer of the subassembly or the kinks could have occurred at the point of use. A review of the complaint database revealed no other complaints have been submitted against lot w1875 for the same reason code. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
Report 1 of 2. Though requested, the product has not been returned for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable: manufacturing completed date: 05-jun-2018, sterilization date: 15-jun-2018, expiration date: 29-oct-2019. The investigation is ongoing.

Event description:
Report 1 of 2. A user facility in france reported that there was a tubing problem on the first cassette (report 1 of 2) at the level of the air connection (y-tube) which resulted in lack of water flow. Consequently a second cassette (report 2 of 2) was used to perform cataract surgery.